Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post-implant procedure the right ventricular (rv) lead dislodged. A lead revision was attempted. During the procedure the lead was positioned and measured three different times. Two if the three times the measurements were not within acceptable range and the lead exhibited oversensing and noise once reconnected to the device. The physician tried to disconnect the lead from the implantable cardioverter defibrillator (ICD). The header pin would not engage the screwdriver. The ICD and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.